Event description:
Caller alleged discrepant results with inratio versus lab. Inratio - 1.3, lab - 2.96 and then inratio - 1.7, lab - 3.2; caller stated that the last correlation was done within a few minutes of each other.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: set - 1, meter - 1.3, lab - 2.96, mean - 2.13, confidence limits - 1.4-3.1; set - 2, meter - 1.7, lab - 3.2, mean - 2.45, confidence limits - 1.6-3.4. The time elapsed between tests for set one was not given. Per caller, for set two the time elapsed was a few minutes. The mean of the inratio meter and comparative system inr were calculated. The values for set one are not within the confidence limits for inr testing. The results are considered discrepant within the context of the documented variability for the inr testing. Product testing is required. Meter and strips are expected to be returned for evaluation. Investigation is pending.